Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.